Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hard base port attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were returned for evaluation. A circumferential break was noted on the catheter just distal to the cath-lock. Striations were noted on the circumferential break surface. Further during functional evaluation, the port body with attached catheter segment was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown and the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (method, result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post device implant, the device allegedly leaked drug from the diaphragm. It was further reported that the patient experienced redness and swelling due to the leak. The port was removed and the procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that post device implant, the device allegedly leaked drug from the diaphragm. It was further reported that the patient experienced redness and swelling due to the leak. The port was removed and the procedure was completed using another device. The current status of the patient is unknown.